Manufacturer narrative:
MFR received date: 18oct2019. Corrected to product problem. Corrected to malfunction. The customer reported there was no patient or user harm. MFR received date: 07nov2019. Update: philips field service engineer (fse) went onsite and the customer stated that the apnea alarm was not due to the ventilator. No patient harm and the unit was not responsible. The fse was not able to duplicate the failure. The fse performed troubleshooting and noticed that the display was a little blurry and skewed. The fse replaced the video graphics assembly (vga) board to address the blurry/skewed display and continued to troubleshoot and test the unit performing full periodic maintenance. Ventilator passed all the required performance tests. The unit is ready for clinical use. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04nov2019.

Event description:
The customer reported apnea alarm while customer was breathing spontaneously. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient. The patient was switched to another ventilator as a precautionary measure.